Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a 13-month complaint history review and service history review for similar complaints was performed for serial (B)(4). There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: abnormal chromatograms: although the percentage of each hemoglobin component may vary slightly from patient to patient, most whole blood samples will contain six fractions: a1a, a1b, f, la1c+, sa1c, and a0. A normal chromatogram is shown below in figure 6-2. Chromatograms from patients with hemoglobin variants or unknown peaks not recognized by the analyzer are occasionally seen during routine testing. These patterns may indicate interferences or problems with the assay. Therefore, it is important to use caution when troubleshooting. Review all chromatograms to determine whether the results are valid. In most cases, results for the sa1c% are reportable. In some cases, the sa1c% may be invalid depending on the hemoglobinopathy present, the flow rate, and the condition of the column and reagent system. Mathematical algorithms used in the software exclude variant peaks eluting after the a0 peak when calculating the total area. The sa1c% is usually not affected in such situations, although chromatograms should be carefully reviewed. Hbs, hbd and hbc elute after the a0 peak. The sa1c% is generally reportable on the g8 when these hemoglobins are present in the heterozygous state with hba. The tosoh automated glycohemoglobin analyzer hlc-723g8 has known hemoglobin e (hbe) interference. When a sample is suspected to contain hbe a flag will be displayed. The hba1c result will not be reported from the analyzer. Flag code 43 can be used to detect the presence of a p-hv3 peak where the hbe variant typically elutes. (See chapter 4, section 4.18 "flag parameter setting" for a description of flag settings). Glycemic monitoring for patients displaying any homozygous hemoglobin other than hbaa such as hbss, hbcc or the double heterozygous hbsc, cannot be performed using sa1c because there is no hba present. Alternative testing is mandatory for these types of patients. The probable cause of the reported event is due to hemoglobin variant.

Event description:
A customer reported flag 43, hbe suspected on a patient result on the g8 instrument. The customer states the a1c has no result. Technical support specialist (tss) informed the customer the sample should be sent out for hba1c testing by a method other than high performance liquid chromatography (hplc), and to inform the patient's doctor of the possible hemoglobin variant. Customer followed up with tss, stating the sample will be sent out and will be run using an enzymatic method and wanted to know if it was okay. Tss advised customer that enzymatic method is not hplc. Tss followed up with customer at a later date and customer notified tss sample was sent out and hba1c result was 5.9%. Tss received the chromatograph from customer, as well as previous results on this patient that was performed by hplc. Patient's previous results were 4.9% - 5.1%. Customer states the patient is not being treated for diabetes; the doctor performs yearly hba1c on all patients. Patients results not indicative of diabetes.